Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had high blood glucose. The blood glucose at the time of the incident was 502 mg/dl. The customer stated that he had a high blood glucose level because he ate lunch but he did not check his blood glucose and also did not take enough insulin. Troubleshooting was not performed. The device will not be returned for analysis.